Event description:
It has been reported that the footswitch was defective and fluoroscopy was not working intermittently. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not working intermittently. Upon functional testing, the fse found that the footswitch was defective. To resolve this issue, the philips engineer replaced wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.